Event description:
Situation: an ez io (interosseous access) product driver battery indicator was not changing to red when the battery was depleted and the device failed during use. Background: in the (B)(6) adult ed, the rn was establishing an interosseous line. The driver for the io is powered by a lithium ion battery. The led is green when the batteries are at optimal performance and flashes red when 10% of the battery life remains. The rn checked the driver indicator light, which was green indicating that the device was ready for use and continued with the insertion attempt. During insertion the driver slowed and stopped requiring procedure to be aborted. A second driver was brought to bedside. Assessment: no patient harm occurred with minor delay in access. Resolution: the product was removed from clinical area. All other devices in the ((B)(6) ed) were checked for function. Our manager of clinical projects & education reached out to the vendor and notified supply chain. Look into ez-io power driver with vendor. Have areas assess their drivers to ensure they have adequate power in battery. Areas known to be using this device: emergency services ((B)(6) ed). (B)(6) hospital emergency. (B)(6) . Determine if additional products need to be replaced or pulled manufacturer response for interosseous device, ez-io driver (per site reporter): they received the product and performed and investigation and provided us with the outcome letter, attached to this report.